Event description:
It was reported the patient's blood glucose level rose above 400 mg/dl while wearing the pod between 1 and 4 hours. When the pod was removed from the infusion site (arm), the pod's cannula was found bent. Bleeding and redness were reported at the infusion site. As treatment, a new pod was placed and activated, and blood glucose levels began to decrease.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone17.5 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. The device was received with the cannula assembly fully deployed. The device was inspected, and no evidence of blood was found. No damages or deficiencies were observed that would cause bleeding or bruising at the infusion site. No problem was found. No damages or defects were noted to the fluid path components that would contribute to skin condition irritation at the infusion site. The exact cause of the reported skin irritation could not be determined.